Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent deployment issue (partial deployment). (B)(4) for the reported event of deployment suture broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a procedure on (B)(6), 2011. According to the complainant, the patient had an esophageal stricture due to a malignant tumor. The stricture was 10cm in length and located from 30cm to 40cm within the esophagus. The patient anatomy was not noted to be tortuous. The stricture was dilated to 12mm with a balloon dilator prior to the stent placement. The patient had an unknown metal stent already implanted at the site of the stricture. During the procedure, the stent system was positioned within the patient. The stent was to be implanted inside of the previously placed stent. However, during deployment, the deployment suture snapped prior to fully releasing the stent. The partially deployed stent was removed from the patient on the delivery system. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(4), 2011: on (B)(6), 2011, a 7cm ultraflex stent (the subject of MFR. Report # 3005099803-2011-03352) was successfully implanted to treat the stricture. Following the procedure, the stent became occluded due to tumor overgrowth. On (B)(6), 2011, the patient underwent an endoscopic intervention for the occluded stent. At this time, a 10cm ultraflex stent (the subject of MFR. Report # 3005099803-2011-03353) was implanted within the previously placed stent. Following the procedure, the stent became occluded due to tumor overgrowth. On (B)(6), 2011, the patient underwent an endoscopic intervention for the occluded stents. The ultraflex stent system (the subject of MFR. Report # 3005099803-2011-03072) was to be implanted inside of the previously placed stents.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a procedure on (B)(6) 2011. According to the complainant, the patient had an esophageal stricture due to a malignant tumor. The stricture was 10cm in length and located from 30cm to 40cm within the esophagus. The patient anatomy was not noted to be tortuous. The stricture was dilated to 12mm with a balloon dilator prior to the stent placement. The patient had an unknown metal stent already implanted at the site of the stricture. During the procedure, the stent system was positioned within the patient. The stent was to be implanted inside of the previously placed stent. However, during deployment, the deployment suture snapped prior to fully releasing the stent. The partially deployed stent was removed from the patient on the delivery system. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received since (B)(4) 2011.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a procedure on (B)(6) 2011. According to the complainant, the patient had an esophageal stricture due to a malignant tumor. The stricture was 10cm in length and located from 30cm to 40cm within the esophagus. The patient's anatomy was not noted to be tortuous. The stricture was dilated to 12mm with a balloon dilator prior to the stent placement. The patient had an unknown metal stent already implanted at the site of the stricture. During the procedure, the stent system was positioned within the patient. The stent was to be implanted inside of the previously placed stent. However, during deployment, the deployment suture snapped prior to fully releasing the stent. The partially deployed stent was removed from the patient on the delivery system. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2011. On (B)(6) 2011, a 7cm ultraflex stent (the subject of MFR. Report # 3005099803-2011-03352) was successfully implanted to treat the stricture. Following the procedure, the stent became occluded due to tumor overgrowth. On (B)(6) 2011, the patient underwent an endoscopic intervention for the occluded stent. At this time, a 10cm ultraflex stent (the subject of MFR. Report # 3005099803-2011-03353) was implanted within the previously placed stent. Following the procedure, the stent became occluded due to tumor overgrowth. On (B)(6) 2011, the patient underwent an endoscopic intervention for the occluded stents. The ultraflex stent system (the subject of MFR. Report # 3005099803-2011-03072) was to be implanted inside of the previously placed stents.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed proximally by 137mm. The deployment suture had broken and microscopic examination of the thread noted that it appeared frayed at the point of break. Due to the condition of the deployment suture being extremely knotted and tangled, a measurement of the suture break from the point of release was unable to be performed. In addition, it was noted that the proximal silastic tubing was overturned on itself. During a functional analysis, it was possible to retract the remaining suture and complete deployment. No issues were found with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.